Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: shifted"), menorrhagia ("abnormal bleeding (menorrhagia)\periods-after placement bleeding would last 2-3weeks") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. C55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, abdominal pain, cramp in lower abdomen, uterine bleeding, dysmenorrhea, endometrial polyp, menses irregular, kidney stones, uterine polyp, wrist surgery, dysfunctional uterine bleeding, uterine bleeding, left lower quadrant pain, clotting disorder, seizures, constipation, gerd, kidney stone, unilateral leg swelling, swelling nos and seizure. Plaintiff underwent an essure confirmation test should good - they said everything was in place. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included cefalexin monohydrate (keflex), ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), ibuprofen, ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet) and promethazine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal discharge ("vaginal discharge"), dyspareunia ("other injury(ies) or complication please describe: couldn't have sex/pain with sex") and vulvovaginal dryness ("other injury(ies) or complication please describe: dryness") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (ablation and bilateral salpingectomy, total hysterectomy (uterus and cervix removed), hysterscopy, laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, migraine, headache and vulvovaginal dryness outcome was unknown and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue, nausea, anxiety, vaginal discharge, weight increased and dyspareunia had not resolved. The reporter considered anxiety, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2018 plaintiff¿s undergo ablation failed endometrial the number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was j. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, nausea, pelvic pain, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: shifted"), menorrhagia ("abnormal bleeding (menorrhagia)\periods-after placement bleeding would last 2-3 weeks") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. C55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, abdominal pain, cramp in lower abdomen, uterine bleeding, dysmenorrhea, endometrial polyp, menses irregular, kidney stones, uterine polyp, wrist surgery, dysfunctional uterine bleeding, uterine bleeding, left lower quadrant pain, clotting disorder, seizures, constipation, gerd, kidney stone, unilateral leg swelling, swelling nos and seizure. Plaintiff underwent an essure confirmation test should good - they said everything was in place. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included cefalexin monohydrate (keflex), ethinylestradiol; ferrous fumarate; norethisterone acetate (minastrin 24 fe), ibuprofen, ondansetron hydrochloride, oxycodone hydrochloride; paracetamol (percocet) and promethazine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal discharge ("vaginal discharge"), dyspareunia ("other injury(ies) or complication please describe: couldn't have sex/pain with sex") and vulvovaginal dryness ("other injury(ies) or complication please describe: dryness") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). The patient was treated with surgery (ablation and bilateral salpingectomy, total hysterectomy (uterus and cervix removed), hysteroscopy, laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, migraine, headache and vulvovaginal dryness outcome was unknown and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue, nausea, anxiety, vaginal discharge, weight increased and dyspareunia had not resolved. The reporter considered anxiety, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2018 plaintiff¿s undergo ablation failed endometrial. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was j. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, nausea, pelvic pain, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), device breakage, dysmenorrhea (cramping), fatigue, migraines/headaches, migration of essure device location of device: shifted, nausea, pain, psychological or psychiatric problems condition: anxiety, vaginal discharge, weight gain and other injury(ies) or complication please describe: dryness- couldn't have sex/pain with sex, lower abdominal pain. Medical history, historical drug, concomitant drug, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.